Manufacturer narrative:
Integra has completed their internal investigation on april 18, 2017. Results: evaluation of returned device; the evaluation of the returned cusa tip found a portion of the tip was visibly damaged and had broken off at one aspiration hole. The leading edge was jagged from the fracture. Scratches were visible along the length of the tip. The root cause of the damage is consistent with contact with a metal object, along with possible excessive side load force. DHR review; no anomalies were reported during the assembly and packaging processes of this lot that could be related to the reported condition. Scar and CAPA reports were also reviewed but no similar conditions have been reported from march 2015 to march 2017 for cusa tips and flues family products. Complaints history; after reviewing the complaint system from march 2015 to march 2017, (B)(4) complaints related to ¿broken tip¿ (including the complaint being investigated) have been reported in the cusa tips and flues products family at integra. Most of these complaints were unconfirmed and the user guide units indicates certain precautions that must be followed; ¿excel/cusa excel+, user¿s guide, page 1-5, cautions and warnings, section 1, sub-section 1-3. Warning: when the hand piece is powered on, contact of the tip with a hard surface (e.g. A metal instrument, tray, staples, clips, instruments, etc.) May damage the tip of the hand piece and require replacement before use. Therefore, there is no specific trend at this moment. (B)(4). Conclusion: the root cause of the damage is consistent with contact with a metal object, along with possible excessive side load force during use.

Event description:
During hepatic resection by laparoscopy, the tip broke; consequently, the console stopped working. Additional information has been requested.

Manufacturer narrative:
Complementary information received on (B)(6) 2017: product in contact with patient. No patient injury or death alleged. The event lead to an increase of surgery time but time unknown. Date of the event was on (B)(6) 2017.